Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This is being marked as pp due to 1 or 2 beats of undersensed atrial tachyarrhythmias. Atrial fibrillation was observed on stored egm. Received voluntary anonymous medwatch report, mw5119418. This report was sent to st jude medical/abbott medical, with that company listed as the manufacturer, then they forwarded it to us. Device details and procedure date unknown.